Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient was dizzy, felt her blood sugar was low, and she called emergency medical services (ems). Upon paramedic arrival her bg we 33 mg/dl and the cgm showed 75 mg/dl. The paramedics gave the patient glucose tablets to eat. After she consumed the tablets, her blood glucose returned to normal values. The patient stated she did not go to the hospital, and no other medical intervention occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient was dizzy, felt her blood sugar was low, and she called emegency medical services (ems). Upon paramedic arrival her bg we 33 mg/dl and the cgm showed 75 mg/dl. The paramedics gave the patient glucose tablets to eat. After she consumed the tablets, her blood glucose returned to normal values. The patient stated she did not go to the hospital, and no other medical intervention occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.